Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this artificial urinary sphincter (aus) underwent a thorough analysis. The cuff was visually inspected, microscopically examined, and tested for leaks. No damage or abnormality was noted, no leaks were identified in the cuff. The balloon was visually inspected, microscopically examined, and tested for leaks. No visual damage or abnormalities were found, and no leaks were identified; however, the balloon did not pass functional testing. The pump was visually inspected, microscopically examined, and tested for leaks. No damage or abnormality was noted, no leaks were identified in the pump. Based on the information available and analysis results, the reported clinical observation of the cuff being too long could not be confirmed. The reported allegations of urinary incontinence and atrophy are known risk associated with implants of these device as indicated in the instructions for use (IFU); consequently, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient experienced atrophy and recurring incontinence with this artificial urinary sphincter (aus). A replacement surgery was performed during which all components were removed and replaced, and the cuff was implanted in a smaller size. The physician believes the atrophy was caused due to a tight measured in the original surgery. There were no further patient complications reported and patient is in good condition.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are known risk associated with implants of these device as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient experienced atrophy and recurring incontinence with this artificial urinary sphincter (aus). A replacement surgery was performed during which all components were removed and replaced, and the cuff was implanted in a smaller size. The physician believes the atrophy was caused due to a tight measured in the original surgery. There were no further patient complications reported and patient is in good condition.